Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-09462. Follow up information provided patient¿s numbness decreased more, but has not resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-09463. It was reported patient is experienced numbness in the groin and buttocks on (B)(6) 2018. The patient underwent implant surgery on (B)(6) 2018. As a result, the physician advised patient to turn off stimulation until post-op follow up appointment. The numbness has decreased, but has not resolved.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-09462. Follow-up information provided the patient¿s numbness has subsided.